Manufacturer narrative:
The hill-rom technician found the bolt to be broken when he investigated the sling bar. In the instruction guide for universal sling bars ((B)(4)), the safety instruction section states: -before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. -for safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the slingbar to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating during a patient lift, the sling bar bolt of the lift snapped. The resident that was being lifted off of the bed was dropped onto the bed. There was no patient or user injury reported. The lift was located in the patient room at the account at the time of the incident. This report was filed in our complaint handling system as (B)(4).